Event description:
Allegedly, patient was revised due to head dislocated. Additional information received on 10/08/2020 from (B)(6): adding product information. Second revision captured under incident number: (B)(4).